Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. It is reasonable to assume, that the dissection of the lead originated from the explant procedure. The returned fragments were visually and electrically analysed. During visual inspection the lead's distal part was found partly pulled out from the ring electrode. Further inspection showed cuttings in the insulation and a squeezed outer insulation. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the explant procedure should be taken into consideration. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the lead was found dissected. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was dislodged. A surgical intervention was performed to explant this ra lead. No additional adverse patient effects were reported.